Event description:
Reportedly, several devices had 2 consecutive remote follow-up reports during the night of april 3rd.

Event description:
Reportedly, several devices had 2 consecutive remote follow-up reports during the night of (B)(6).

Manufacturer narrative:
Please refer to the attached report. Analysis confirmed the reported behavior: two transmissions were made during the night between (B)(6) 2024 by the seven involved smartview connect, linked to the four: platinium vr 1210 (sn: (B)(6)) and the three ulys vr 2240 (sn: (B)(6)): the double transmissions resulted from the change to central european summer time (cest) which occurred at 2:00 (clocks were turned forward one hour), leading to a change at the back office level on the time of all the already programmed follow-ups. As a result, the smartview connect performed their first transmissions as planned, and then connected to the back office and downloaded the updated calendar configuration, which led to the second transmissions. It should be noted that there is no patient/user safety risk associated to this behavior.